Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review revealed that no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was performed for the complained device (polyaxial head holder for uss polyaxial, part number 03.607.005, lot number 7511895). The subject device was received with the guide-tube of the instrument is broken in two piece. The present screw holder was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The hardness treatment was produced with our specification. The fracture area is homogenous which indicates material conformity. Based on the received information we cannot determine the exact root cause. We can only assume that the breakage was caused due to a mechanical torsion overloading situation. The measurable dimensions of the broken instrument were checked as far as possible and found to be in compliance with the technical specification. Complaint is confirmed due to evidence that part is broken, but it's considered not valid from manufacturing standpoint because there is no evidence of manufacturing related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a universal spinal system (uss)-ii polyaxial headholder broke during surgery on an unknown date during an unknown procedure. No surgical delay or serious injury was reported. The three of the poliaxial screwholders broke during the final tightening of the nut with the socket wrenches (l-handle and t-handle). There was reportedly no patient harm. This is report 3 of 3 for (B)(4).